Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, bleeding after procedure occurred due to an inadequate seal. The patient had to be brought back the night after the surgery due to bleeding around short gastric. Sleeve gastrectomy was needed to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.